Event description:
Patient presented to the physician with a large, soft tissue mass at the chest incision site. Physician brought the patient into the or, removed the ipg, removed the mass tissue from the pocket, capped the leads, and closed the incision site.